Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. If additional information is received, the report will be re-opened for further investigation. No evidence to suggest a device failure. The evaluation will be re-assessed when further information is available.

Event description:
It is alleged that patient received a gunther tulip filter on or about (B)(6) 2007 at (B)(6). The implanting physician is unknown at this time as it was not provided. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Date of event was requested but not provided. Lot # and catalog # was requested but not provided. (B)(4). Evaluation: no information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. If additional information is received, the report will be re-opened for further investigation. No evidence to suggest a device failure. The evaluation will be re-assessed when further information is available.

Event description:
It is alleged that patient received a gunther tulip filter on or about (B)(6) 2007 at (B)(6). The implanting physician is unknown at this time as it was not provided. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Unknown if the following patient and device codes are listed in the IFU. Product information not provided. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
"This additional information received on 07/01/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the common femoral vein due to recurrent left peroneal dvt and right lobe dvt. Plaintiff alleges attempted retrieval on (B)(6) 2016 with successful retrieval on (B)(6) 2016. Plaintiff is alleging migration, tilt, vena cava perforation, fracture, organ perforation, embedded, perforation into retroperitoneum and aorta, strut embolization and retained in right ventricle, shortness of breath, chronic cough, chest pain, increased blood pressure."

Manufacturer narrative:
Additional information: a review of complaints history, specifications, and quality control data was conducted during the investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, migration, tilt, vc+ organ perf., fracture, diff. Retrieve, diff. Breathing, chest pain, elevated bp'. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.